Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and passed. A review of the share log was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. The patient stated they are hypo-unaware and during the day on (B)(6) 2021, they received a ¿signal loss. Attempting to reconnect. Wait up to 30 minutes¿ message; however, the patient lost consciousness prior to reconnecting. The patient was found by her daughter who called the paramedics. A blood glucose was performed by the paramedics which was 0.6 mmol/l and treated the patient with an unspecified amount of glucose from ¿2 hypo kits¿. The patient regained consciousness after 45 minutes; however, it was unknown how long the patient had been unconscious prior to being found and treated. The patient was not transported to the hospital. At the time of the report, the patient was in stable condition. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.